Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer. Customer blood glucose reading was 140 mg/dl. Customer did receive an error on the screen. Customer insulin pump was exposed to moisture at sea. However, there was no cosmetic damage on the insulin pump. Insulin pump will be returning for analysis.